Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. No display anomaly was noted. No low reservoir alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized to have a pacemaker put in. The customer also received a button error alarm from her insulin pump. The customer's blood glucose level was 268 mg/dl. The customer stated the numbers on her display screen scrolled then froze, and when she changed the battery, the button error alarm occurred. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.